Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use of the bd ultra fine¿ iii pen needle was crushed. The following information was provided by the initial reporter: it was reported that the product was crushed.